Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue.  Physio removed the analog pcb assembly for further examination.  Physio determined that the cause of the reported issue was a capacitor, designator c157.  Physio observed lower voltage on one end of capacitor c157 which prevented the device from detecting a shockable ECG waveform. (B)(4).

Event description:
It was reported to physio-control that a customer's device had a service wrench present on the readiness display.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect a shockable ECG waveform.

Manufacturer narrative:
After further investigation, physio-control has determined that the cause of the reported issue was due to process residue on/around component c157 which caused excessive leakage current.